Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 1015840. Our records show that this is the only instance of foreign material being found in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, based on visual analysis of the submitted photograph our quality engineers determined that the identity of the foreign matter was hair from the clothing of one of our operators. H3 other text : see h.10

Event description:
It was reported that foreign matter was found in 3 secondary sets c61. Additionally, solution reportedly leaked from 3 devices during the production of methotrexate. The following information was provided by the initial reporter: "I would like to send you a summary of recent events. In all these products, plugs were punched out when using the phaseal. Furthermore, in several cases the solution has leaked out of the protector during the production of methotrexate." "Additional information received (B)(6) 2020 photos added . The fm is in the fluid path, and leakage has been confirmed."

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(6) has been listed and the (B)(6) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in 3 secondary sets c61. Additionally, solution reportedly leaked from 3 devices during the production of methotrexate. The following information was provided by the initial reporter: "I would like to send you a summary of recent events. In all these products, plugs were punched out when using the phaseal. Furthermore, in several cases the solution has leaked out of the protector during the production of methotrexate." "Additional information received 07/14/2020 photos added . The fm is in the fluid path, and leakage has been confirmed."